Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has failed its monthly leak test. It is unknown under which circumstance this occurred however there was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has failed its monthly leak test. It is unknown under which circumstances this event occurred; however there was no patient involvement. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available. H3 other text : repair not done.